Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycaemia. The customer¿s blood glucose level was over 600 mg/dl at time of incident and the current blood glucose level was 354 mg/dl. Troubleshooting was performed for high blood glucose. The customer was treated with manual syringe. The customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer did not wish to continue troubleshooting and was doubting the insulin pump not delivering insulin correctly causing them hyperglycaemia. The insulin pump will be returned for analysis. Frn-unk-rsvr, uno-inf set.

Manufacturer narrative:
(B)(4). The device passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.